Event description:
Boston scientific received information from the local representative that device and electrode were explanted due to infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.